Event description:
On (B)(6) 2017 the lay user/reporter contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that she has been obtaining high readings, in the range 200 to 400mg/dl, using the subject device since (B)(6) 2017. She manages her diabetes using humalog insulin (6 units) and toujeo each morning, and reportedly increased her dose of humalog due to the alleged elevated results, by 1 unit per 30mg/dl increase in blood glucose. The patient claimed experiencing symptoms of ¿dizziness¿ due to the high readings. On an unspecified date (patient could not remember) the patient felt unwell and called the emergency services (ems) who measured her blood glucose using an ems meter with a result of 71mg/dl. The patient stated she received ems / hcp treatment of glucose tablets / gel due to the reported event. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and the test strips were stored correctly and within expiry. The csr also noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion after increasing her dose of insulin due to the alleged elevated readings obtained using the subject device.